Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01083. The device was discard by the hospital.

Event description:
During preparation for a medical procedure, the hospital staff noticed that two benchmark delivery catheters (benchmarks) were kinked. The damage to the benchmarks was noticed prior to use; therefore, the devices were not used in the procedure. The procedure was completed using a new benchmark.